Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3014334038-2024-00148. A facility reported a cerelink microsensor (ID 826850) was implanted on (B)(6), 2024 and was used with cerelink cable (ID 826845) for intracranial pressure (icp) monitoring. Six hours after implantation, the monitor displayed an error message: ¿sensor or extension cable failure". They performed troubleshooting recommendations in instruction for use (IFU) and even replaced with another cable, however, the error message persisted. Therefore the sensor was removed on the same day, (B)(6) 2024. The sensor was not replaced. The patient did not experienced any signs and symptoms or any complications.

Manufacturer narrative:
Updated fields: the cerelink microsensor (ID (B)(4) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a